Event description:
Customer reported device code key discrepancy. Customer stated when inserting code key 471, device = 172 mg/dl which is higher than usual. Customer stated inserting the other code key for the same strips and an error message displayed. Customer inserted original code key again and device read 510. The 510 is now displayed despite which code key is inserted. A request was made for return product and replacement product was sent.